Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement with noted increased thresholds and decreased sensing. This lead remains in service. No additional adverse patient effects were reported.